Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This is 2 of 4 reports being filed for the same patient (reference 1825034-2017-00563 - 00566).

Event description:
It is reported that the patient was revised due to loosening approximately 16 years post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that the patient was revised on the right knee due to loosening approximately 16 years post-implantation. The components were removed and replaced with competitor products except the tibial cone. Attempts have been made and additional information on the reported event is unavailable

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - bmet arcom ap pat w/wire 31 mm catalog# 11-150826 lot# 264970 , biomet cc cruciate tray 67 mm catalog# 141232 lot# 294670 , palacos bone cement 40 gram catalog# 424800 lot# 003236 , max pri dcm tib brng10x63/67 mm catalog# 11-146130 lot# 989460. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.